Manufacturer narrative:
The reagent expiration date was provided as "9/2025". Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results from the cobas e 801 analytical unit. The initial result was >63.4 ug/dl. The repeat result with a 1:10 dilution by the instrument was 23.4 ug/dl. The repeat result with a 1:2 dilution by the instrument was 65.5 ug/dl. The result of 63.4 ug/dl was believed to be correct.